Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated the right ventricular lead integrity alert was triggered and there was oversensing associated with the right ventricular lead.

Event description:
It was reported that the patient experienced a 'sinking' feeling when the right ventricular (rv) lead exhibited noise and oversensing caused by pacing inhibition. The rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965, lead, 2006; 5071-35, lead, (B)(6) 2006; 5076-52, lead, 2006. (B)(4).